Event description:
It was reported that the patient was able to use the programmer to change the settings. No matter how high they increased the stimulation they were not feeling anything. They were not feeling stimulation. It was noted that the event occurred (B)(6) 2015, which was the day that the patient had a revision surgery [reference manufacturing report #3004209178-2015-08530 for revision surgery]. The patient went to see their healthcare provider (hcp) and the patient was told to call the manufacturer to have the device adjusted. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# v122673, implanted: (B)(6) 2008, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3487a-33, lot# v122673, implanted: (B)(6) 2008, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).